Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported since implant she had at least two bladder infections. The patient noted they had a couple of days of antibiotics. The patient noted she was implanted for both urinary and bowel issues. The patient stated the frequency of the urinary tract infection (uti) seemed to be new since implant. The patient stated her bladder was tender. The patient stated it doesn¿t hurt to urinate, but once the bladder was empty there was a pain. The patient noted this was an issue prior to implant. The patient stated the healthcare professional (hcp) thought the bladder was seeping. The patient noted she was getting up 2-3 times per night and her bowels were ¿acting up¿. The patient did not feel stimulation and therapy was on. The patient reported she was on program 2 at 1.1 v. The patient increase amplitude on program 2 1.3 v and stated it was a little aggravating and decreased to 1.2 v. The patient noted she would call her hcp but thought she had an appointment on (B)(6). The patient noted the symptoms were gradual in onset. The patient noted a gradual return of symptoms for over a month. The patient noted she increased stimulation ¿two notches¿ and it was really painful. The patient decreased amplitude and issue was resolved. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer. It was reported that the patient had contacted their managing physician and was awaiting additional call back. It was noted the device had shifted and slightly protruding through skin and must be corrected. A surgery was scheduled for (B)(6) 2017. The circumstances that led to the bladder infections, bowels acting up, and return of symptoms were that the patient had 3 years of severe pain and frequent bowel and bladder activity. Steps taken to resolve the bladder infections, bowels acting up, and return of symptoms included 8 doctors and every test there was; only one doctor said ¿bladder leaking thru walls¿. It was noted the bladder infections, bowels acting up, and return of symptoms had not been resolved. The patient had 3 utis since surgery and had great concern something else was being missed. It was noted the device definitely brought frequent urination and bowel movements under control; however, the patient was not happy the device shifted position. No further complications were reported/anticipated.

Event description:
Additional information received as patient mentioned that there were numerous utis both prior and after surgery. They were placed on elution and low dose of antibiotics for 6 months after 3 utis. There were hoping to rebuild the bladder walls. Doctor felt that bladder walls were weak causing urine leak and frequent utis. Uti had not been resolved. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.